Event description:
It was reported a patient underwent a colorectal anastomosis on an unknown date and a reservoir was used. An unspecified damage occurred. There were no adverse consequences to the patient. Upon receipt and analysis of the reservoir, the product was noted to have a rusted spring inside the reservoir.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: a rust-like substance came out of the patient¿s body (within the reservoir). The surgery was a case of colorectal anastomosis. The substance was found 4-7 days after drain insertion. Three blake drains and two j-vac reservoirs were used. Both reservoirs were found to have substance in them. Surgeon's comment-¿I don't think the substance identified in this case originated from the patient's body. The patient's progress is good, so I believe that it is most likely not an anastomotic leak. The surgeon commented the following: after the surgery, when the j-vac was drained, a nurse washed j-vac with saline solution and then resumed negative pressure. However, nothing withdrew from the abdominal cavity. Therefore, the nurse left the j-vac for 4 days. Probably this is the cause of rusting. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. How was the product stored? Unk. Was the product packaging properly sealed when opened? Unk. Do you have any pictures of the rust-like substance that was found on the reservoir?the device will be returning, so we will observe the device when we receive it. Please confirm the patient did not present any symptoms or had any consequences. No. Were both involved products used on the same procedure? Yes. Did both involved products report the same issue? Yes. What is the product code of each involved blake drain? Additional drains : 2232. What is the lot number of each involved blake drain? Unk. Did this issue contribute to any patient adverse event? No. Please clarify, was suction achieved properly by using both involved devices? Yes. Did either reservoir fail to work (achieve suction) at any point during usage? No. Please confirm there were no quality issues in regards to the blake drains involved. No issue. Product sample received for analysis. Oxidized a gemba was performed in production line in order to identify any process step that could contribute to the reported defect and no non-conformances were identified. In addition, during manufacturing process each unit is activated to confirm proper function and inspected to confirm it complies with current manufacturing instructions. See section 5 current controls. In addition, it has been observed during samples evaluation that this condition of oxidizing is normal for samples that have been used since the metal that is used for ·spring is carbon steel (music wire), in accordance this type of metal is not stainless metal and once it is in contact with human detrimental fluids it can be appeared to be oxidizing. Based on the present analysis, and condition of sample received it is determined that defect reported by customer was confirmed on samples provided by customer, however it is determined that it is not attributed to manufacturing process since it has been observed during samples evaluation that this condition of oxidizing is normal for samples that have been used since the metal that is used for "spring is carbon steel (music wire). This type of metal is not stainless metal and once it is in contact with human detrimental fluids it can be appeared to be oxidizing. It is considered that other externalcauses could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Note: events reported on: mw# 2210968-2023-05842, mw# 2210968-2023-05853. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Events reported on: mw# 2210968-2023-05842, mw# 2210968-2023-05852, mw# 2210968-2023-05853, mw# 2210968-2023-05906. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.